Event description:
On march 1, 2010, a report was found on the FDA website maude describing the following: report date 11/25/2009 3 devices were involved in the event, 1 pt was involved in the event. We have had a total of 3 events because of low or no tidal volume. A pt had tracheostomy due to failure to wean. Ventilator alarming no tidal volume and low minute ventilation. Air placed in cuff and then ventilator began to alarm again. Increasing respiratory distress, difficulty bagging sats dropping. Pt coded and required reintubation. Vent continually alarming, increased work of breathing and no tidal volumes noticed. Respiratory therapy manually bagged pt and attempted to reinflate. Used pilot repair kit, which did work. We continue to identify issues with air leaks brand name shiley.

Manufacturer narrative:
(B) (4). There are three MFR's reports filed, one for each device reported: 2936999-2010-00498; 2936999-2010-00500.